Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic roux-en-y, the clips scissored. Product was replaced with new instrument and the procedure was completed with no patient consequence.